Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative: although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 31mm bioprosthetic mitral heart valve, implanted in the tricuspid position, was explanted after ten (10) months due to unknown reasons. This was replaced with a 31mm pericardial bioprosthesis.

Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results in removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating this bioprosthetic heart valve was explanted after ten (10) months due to recurrent prosthetic tricuspid valve endocarditis. Per the obtained information, the patient developed candida bacteremia and had an obvious vegetation on the bioprosthetic tricuspid valve which has been refractory to antibiotic therapy. Upon visualization, the tricuspid prosthesis was grossly infected; therefore, this was excised and was replaced with a 31mm pericardial bioprosthesis. Tee revealed a competent valve with no perivalvular leak. The patient tolerated the procedure well and was transported to the cardiac surgical intensive care unit in satisfactory condition; he was later discharged.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device was not returned to edwards for analysis due to the health insurance portability and accountability act (hipaa).